Event description:
The right ventricular (rv) lead was returned to the manufacturer after being explanted and replaced due to a system upgrade. The device was analyzed and subsequently tested out of specifications. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the distal segment of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo, the outer insulation of the lead developed a breach due to a depression while in vivo and the outer insulation of the lead was observed to have blood ingression. (B)(4).